Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cancer related to CPAP device's sound abatement foam. The medical intervention that the patient received in response to the event is currently unknown. The event is assessed as not related to recalled device in this case. Based on the available information, the manufacture concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section d5 (operator of device) was missed in the initial report, which was correctly updated in this follow up report.